Manufacturer narrative:
The device referenced in this publication was not returned therefore, a physical examination could not be performed. Based on the information provided, one patient during the study experienced sepsis which resulted in death. Due to insufficient information/ details regarding the event, the cause is not established - investigation findings do not lead to a clear conclusion about the cause of the reported death within the publication. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed.

Event description:
From publication itself (irish journal of medical science (1971 -) https://doi.org/10.1007/s11845-022-03077-9): a retrospective single-center study was conducted of patients treated with coronary ivl between january and october 2020. A total of 62 shockwave¿ balloons were used in 47 patients. Procedural outcomes (reference table 3 of publication): within the publication, it was noted that one death was caused by sepsis during the study at the st. James hospital.